Event description:
It was reported that continuous glucose monitor showed error message and sensor issue occurred. There was no reported adverse impact to the customer. Cts assisted customer in resetting their pump. Made sure they could resume insulin and rejoin cgm session.